Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and the display operated normally. The operational verification procedure was performed and passed on this device. Having met manufacture specifications the device was returned to the customer for use. At this time, the reported event was not duplicated and no assembly failure was determined therefore, no further investigation will be performed.

Event description:
The customer reported a blank display on this ventilator device. The customer stated no patient involvement with this event.